Event description:
A report was received stating a ventilator generated an error message rendering the device inoperable. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery (bd) central processing unit (cpu) to resolve the reported event.